Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the issue. The fse cleaned and lubricated various probe connections and movements and replaced a seal. Sampling and reagent positioning were checked and adjusted. Operational and mechanical checks passed per specifications. Calibration was last performed on 25-aug-2021 with signals that were slightly higher than expected, however, this does not appear to have affected calibration performance. The customer did not provide qc data but stated qc was within the acceptable ranges. The customer used a centrifugation time of 5 minutes with a speed of 4500 rpm. Based on the sample tubes the customer uses, this spin time may be too short and the speed may be too high. A sipper alarm was observed during a review of the alarm trace data. Neither a general instrument or a reagent issue was identified. Although a specific root cause was not found, the service actions appear to have resolved the issue.

Event description:
The initial reporter questioned low results for vaccinated individuals tested for elecsys anti-sars-cov-2 s (anti-sars-cov-2 s) on a cobas e 411 immunoassay analyzer. The customers employees were offered covid-19 antibody testing. All employees were fully vaccinated and positive results were expected. The results for 70 samples were repeated as the initial results were lower than expected. Upon completing repeat testing, the results for 1 sample were discrepant. The initial result was <0.4 u/ml with a data flag (negative). The repeat was 147.4 u/ml (positive). The initial result was not reported outside of the laboratory. The repeat result was believed to be correct. The anti-sars-cov-2 s reagent lot number was 54861701 with an expiration date of 31-dec-2021.